Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital due to the pacemaker eroded through the patient's skin. The pacemaker was explanted due to erosion. The patient was discharged post-procedure.